Event description:
A physician reported a pt who was implanted into the upper vermilion border and nasolabial folds on 10/6/97. The pt was placed on prophylactic keflex on 10/6/97 for five days. On 10/31/97, the pt was seen by the physician and mentioned having a tingling sensation in the right lateral incision site of the right upper vermilion border. The physician noted a hypertrophic scar or granuloma at that site with no erythema, no edema, and no evidence of infection. The physician was not sure if the implant was too shallow; he believed the lumen was patent. He injected triamcinolone into the area and the pt reported that the appearance of the area improved. On 11/11/97, the pt had tenderness and swelling with purulent drainage from both incision sites on right upper vermilion border. The nasolabial folds were asymptomatic. The physician prescribed oral keflex and removed the implant on 11/12/97. The physician believed that the event was related to extrusion which progreesed to infection. On 11/18/97, the physician reported the pt was improved.